Event description:
It was reported that the right ventricular lead had high thresholds. The lead was removed, the helix was examined and the lead was reimplanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).